Manufacturer narrative:
The beckman coulter field service engineer (fse) identified the probable cause for the erroneous ise patient results as malfunctioning solenoid valve assembly. The fse replaced the tubing and reference valves for both cell 1 and cell2 and also cleaned the waste lines to resolve the issue. Section a2, a4 and a5: information not provided by the customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining erroneously low sodium (na), chloride (cl) and potassium (k) ion selective electrode patient results involving their au5800 clinical chemistry analyzer (p/n: b96698 s/n: (B)(6). There was no injury death or delay/change in treatment or diagnosis associated with this event. The customer did not provide any patient demographics.